Event description:
It was reported, the right ventricular lead was oversensing noise. No changes or interventions were reported. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was oversensing noise. Programming changes were performed. The patient was in stable condition.